Event description:
It was reported that the unit kept turning off.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was evaluated over a 2-day period using a test fixture. The alarm system functioned as specified. The system vented according to specification. When air was relieved from the system, the product pumped more air back into the test fixture, as specified. Overall, the product functioned as specified. In sum, the reported failure could not be confirmed. The failure mode will be monitored for future reoccurrence.